Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. While on support, there was oozing around the jp drain site. The staff stated that they may add a stitch, but it was never confirmed. Additionally, the patient was ambulating, and the pump was repositioned, which triggered the pump in aorta alarm due to new position. The pump was attempted to be repositioned without success and the pump was explanted. The patient survived the explant.